Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On 2015-08-24, information was received from a patient receiving gablofen (baclofen, concentration = "2000 mcg") at a dose of "648 mcg" via an implantable pump for multiple sclerosis and intractable spasticity. On about (B)(6) 2015, the patient felt vibrations once in awhile and had an increase in spasticity. The pump was interrogated and a dye study was performed. It was stated, "no aspirations during dye study". Interventions had not occurred on the date of this report, but surgical intervention had been planned but not scheduled. The patient's status was listed as alive - no injury and the pump remained implanted and in service. Additional information has been requested regarding outcome of the event, clarification of the statement "no aspirations during dye study" and drug concentration and dose units, but it was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that in (B)(6) 2015, the pump failed. The pump was replaced on (B)(6) 2015, and during the replacement it was determined that the pump was defective. The catheter was reported as okay. The drug that was used via the device system was baclofen 629mcg/day (concentration was asked; unknown). No additional symptoms were reported.

Event description:
On (B)(6) 2015, additional information was received from a company representative. The patient was scheduled for replacement of both the catheter and pump on (B)(6) 2015.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.